Event description:
The physician used a cook zimmon needle knife papillotome during an endoscopic procedure to treat a zenker's diverticulum (i.e. Esophagus). This is against the intended use listed in the instructions for use. While the physician was attempting to cut and coagulate, the needle knife papillotome reportedly failed to cut. The electrosurgical unit was turned to a higher cut but the needle knife papillotome did not work properly. The product was replaced. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a distributor in (B)(4). (B)(4). Evaluation: during a visual examination, we confirmed the needle tip remains intact and no section is missing. The needle compartment contains a blackened area near the distal end. The blackened area indicates an application of electrosurgical power had been applied through the needle knife papillotome while the distal end of the needle component was in contact with the patient. We are unable to determine a potential cause for the reported difficulty with the cutting effect of the needle component from this visual examination. The needle knife papillotome was subjected to a current conductivity test with an ohm meter and passed. Based on these results, the needle knife papillotome will allow flow of power from the electrosurgical power supply from the handle connection to the distal end of the needle component. The needle knife papillotome was subjected to a functional test with an electrosurgical power supply unit. During this test, the needle knife papillotome both cut and cauterized the sample appropriately. The needle knife papillotome functioned as intended; failure to cut did not occur during our evaluation. Our laboratory evaluation of the product said to be involved could not confirm the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: additional information provided indicated the needle was used to treat a zenker's diverticulum, which is a pouch that develops in the walls of the lower throat. The intended use of the zimmon needle knife papillotome is for accessing the common bile duct when standard methods of cannulation have been exhausted and for papillotomy. The instructions for use advise the user not to use this device for any purpose other than the stated intended use. A definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all zimmon needle knife papillotomes undergo a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.